Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone blank display on the insulin pump. Customer's blood glucose level was 104 mg/dl. Troubleshooting for blank display was performed. Customer advised they noticed corrosion in the battery compartment. Customer replaced the insulin pump with a new battery and the device remained did not power up entirely. Troubleshooting was unable to resolve the issue and the display did not return. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Insulin pump received with currents in specification. No blank display. Lcd board was ok. However insulin pump received with corroded battery tube. Battery tube spring was ok. Insulin pump received without battery cap, unable to verify battery cap. Minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip. No moisture damage electronic assembly.